Event description:
A facility administrator contacted baxter to report that a pt has developed an adverse reaction during use of CT 190g dialyzer. The following additional information was provided: during a regular hemodialysis treatment approximately 4 minutes into the treatment, the pt developed acute shortness of breath, chest pressure and back pain. Shortly after that, the pt became restless. Pt lungs which were previously clear developed wheezing in all lobes. The pt was given benedryl 25 mg po, oxygen at 2 liters nasal cannula and solumedrol 40 mg IV push. The treatment was temporarily discontinued and the doctor notified. Per physician's order the treatment with CT 190g dialyzer was ended and continued later with dry pack single use gambro24 dialyzer. Reportedly, the pt recovered without further medical intervention and is currently doing "well."

Manufacturer narrative:
Baxter initiated an investigation upon received of the customer report. The actual and companion samples have been requested for evaluation. Baxter offered and conducted a customer visit on (B)(4) 2007. During a discussion with the facility's representative the following facts were provided: although the pt has a history of allergic reaction to a CT 190g dialyzer and other cellulose membrane dialyzers, this dialyzer was proved to provide adequate blood clearance for the pt, therefore, the facility returned to using the CT 190g dialyzer. Reportedly, on (B)(6) 2007, the pt was seen in the emergency department due to facial swelling, pruritus and was treated for an allergic reaction. The investigation is still pending. If additional information is discovered, a follow up report will be submitted.